Event description:
The lead was returned to the manufacturer because during implant the guidewire was not able to move freely within the lead. The device subsequently tested out of specification. No patient complications have been reported as a result of this event

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned, analyzed and all conductors were distorted. It was noted that there was blood/body fluid on all conductors (not obstructed), there was blood/body fluid on the distal conductor (not obstructed) and the lead appeared damaged at implant.